Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced a defective p3 power supply. The sys was tested, found to be operating as intended and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had vertical lift column failure.